Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call that the customer had been experiencing sensor reading discrepancies. It was stated that blood glucose was high around 400 mg/dl but the sensor was reading below 70 mg/dl and the insulin pump went into threshold suspend but her blood glucose was 220 mg/dl. The customer received two calibration errors. Father was advised about the proper insertion and calibration process and was instructed to calibrate when blood glucose is stable.